Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported call that the insulin pump received a broken force sensor which was detected during seating or regular delivery. The customer¿s blood glucose level was 16.0mmol/l. Customer was unable to clear the alarm and was unsure if the pump alarmed during or after the rewind. The insulin pump will not be returned for analysis.